Manufacturer narrative:
In (B)(6) 2017, the subject device returned to olympus for evaluation. The evaluation confirmed followings; loosening of the air/water nozzle. Crack of the glue on the bending portion rubber. Play in the movement of the angulation lever. There was no irregularity within the biopsy channel. The subject device is planned to be returned to omsc again. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the distal end and the biopsy channel of the subject device tested positive for unspecified gram-positive bacilli, gram-positive bacteria and lactic acid bacteria (32 cfu in total) during a routine surveillance culturing test conducted by the facility in (B)(6) 2017. The type of bacteria was unknown and an investigation to identify the type of bacteria is in progress at a third party laboratory. The facility also reported that the subject device tested positive for unspecified gram-positive bacilli (the distal end: >2 cfu, the biopsy channel ;38 cfu) during previous culturing test in (B)(6) 2017 and they sent the subject device to olympus for evaluation. It was reported that the evaluation confirmed no irregularity of the biopsy channel but the facility had not used the subject device for endoscopy since (B)(6) 2017. Before the culturing tests, the subject device had been reprocessed using an olympus automated endoscope reprocessor model oer-4 (not available in the USA). The facility surmised that the suction valve of the subject device possibly cause the reported event. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device with the biopsy valve was returned to olympus for evaluation. The evaluation confirmed following; there was no irregularity such as foreign material or scratches in the biopsy channel, suction channel, biopsy port and distal end of the subject device. Loosening of the air/water supply connector on the endoscope connector. Crack of the glue on the bending portion rubber and objective lens. Play in the movement of the angulation lever. White foreign material on the biopsy valve was detected. The result of analyze for the foreign material showed that it was not composed of biomaterial but natrium chloride (nacl). The exact cause could not be determined.